Event description:
It was reported the system failed to generate fluoroscopy x-ray from the hand and foot switches. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.